Manufacturer narrative:
A haemonetics field service engineer evaluated the pcs®2 plasma collection system. A durometer test was carried out; blood pump and ac pump rotors were confirmed functional, cleaned and ready for use. The centrifuge was also checked and all functional tests passed on the equipment. Haemonetics field service engineer found no issues and unit met manufacturers specifications. There was no evidence of a device malfunction found.

Event description:
On (B)(6) 2021 haemonetics was notified of higher return pressure which occurred at the end of a donation in (B)(4), utilizing the pcs®2 plasma collection system. The donation was stopped due to the blood in the tube being viscous. Shortly after procedure was stopped operator noticed that the collected plasma of approx. 230ml was clotted. Donor was sent to the hospital and was released the same day, there were no abnormal findings.